Event description:
It was reported that after a thr surgery performed in 2019, the patient reported pain and hasn't been able to walk. After taking x-rays it was identified that the basis 12/14 tpr pri clld sz 2 was fractured around 2 cm from the tip of the implant distally. A revision surgery is recommended by the physician but the patient refuses to do it. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Given the nature of the alleged incident, the device was not returned for evaluation but the reported event could be confirmed with the clinical/medical findings. The clinical/medical investigation concluded that, patient had a total hip replacement in 2019, and has reported pain and inability to walk. It was reported x-rays identified that the basis 12/14 tpr pri clld sz 2 was fractured around 2 cm from the tip of the implant distally. The provided x-rays were reviewed and show radiolucencies around the bone cement and osteolytic changes around the proximal femur which could indicate loosening. We confirm the reported implant breakage. No additional clinical documentation was provided. We cannot assess a clinical root cause with the limited information provided, but micromotion and a resulting fatigue fracture cannot be ruled out. A revision surgery is recommended by the physician but the patient refuses to do it. The patient impact beyond the reported events cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for hip systems revealed that cracking or fracture of implant components, may lead to revision surgery, besides, implant can break or become damaged as a result of strenuous activity or trauma, this has been identified in possible adverse effects, warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Raw material is checked against the drawing in incoming inspection, where also a batch number is assigned to the material. The stamp on the certificate confirms that the material was checked against material specification. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury or abnormal loading of the limb. The contribution of the device to the reported incident could be corroborated as the device was broken and it is required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.